Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when attempting to fire the clip for the first time outside the patient, the device locked out with the jaws completely closed and the surgeon was unable to open it again. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.